Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was nothing wrong with the lens; the surgeon decided to use a different lens after the lens was inserted into the patient's eye. In follow-up, it was reported that the removal and replacement occurred during the same procedure. Additionally, there was incision enlargement and a vitrectomy performed. Unfortunately, the product was discarded by the customer and it will not be returned for investigation. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. One (1) non- conformance report was issued; however, the report did not contribute to the reported complaint. A search on complaints related to production order (po) revealed no other complaint on this po. A review of the directions for use (dfu) was conducted. The dfu adequately provides intended for use, instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.